Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date is reflective of the time zone of the country of the event.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that intermittent charging issues were experienced with the pump battery. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received. No additional patient or event information was available.